Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-02662. It was reported that during a stenting treatment procedure, catheter removal difficulties occurred. The target lesion was located in the right coronary artery (rca). Following deployment of the 4.0x12mm promus premier stent at 12 atms, the physician noted that the catheter was stuck on the luge guidewire and was difficult to remove. No patient complications were reported.